Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer was reported via phone call that, the plastic ring around the reservoir compartment chipped off now the reservoir is not held in securely. The blood glucose was unknown at the time of the incident. Customer stated that, the top of the reservoir compartment is cracked and the side of it has crack. Customer reported damage to the pump. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.